Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse has neonate 3.3kg on normothermia and temperatures were a little erratic. Nurse was using esophageal probe. Patient temperature by 8am was 38.6c, by 9am was 35.4, by 10am was 36.7c. Target temperature was 37c, water flow rate was 1.1lpm, water temperature was 28c to 37c and rewarm rate was 0.5c per hour. Nurse went to event log and found device alerted alarm 14 (patient temperature 1 probe out of range) a few times between 8-10am. Mis suggested using rolled blankets to taco the blanket to keep the baby at target temperature. Mis suggested the nurse call back if the patient temperature started to drop again as patient seems to be staying at target temperature now.

Event description:
It was reported that the nurse has neonate 3.3kg on normothermia and temperatures were a little erratic. Nurse was using esophageal probe. Patient temperature by 8am was 38.6c, by 9am was 35.4, by 10am was 36.7c. Target temperature was 37c, water flow rate was 1.1lpm, water temperature was 28c to 37c and rewarm rate was 0.5c per hour. Nurse went to event log and found device alerted alarm 14 (patient temperature 1 probe out of range) a few times between 8-10am. Mis suggested using rolled blankets to taco the blanket to keep the baby at target temperature. Mis suggested the nurse call back if the patient temperature started to drop again as patient seems to be staying at target temperature now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.